Manufacturer narrative:
Results: the ipg was received with no instrument marks. The can was in good condition. The complaint for "ipg inoperable" was confirmed. As returned, the ipg would not communicate due to a depleted battery. Per the event details, the pt did not recharge the ipg for several months. According to the eon mini dfu review, there is adequate info for preserving the ipg battery when not in use. The dfu states, "warning: if you do not recharge a depleted ipg within 2-18 months (depending on the proximity to the end of the device life), the ipg may lose its ability to be recharged". Conclusion, user error contributed to the reported event. Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt stopped charging her scs ipg. Consequently, the pt's ipg battery depleted and the ipg became inoperable. The pt's ipg was explanted and replaced on (B)(6) 2014. Effective stimulation therapy was reportedly restored postoperative.